Event description:
An infection over the pump site was reported. The reporter stated that the infection had been managed and "looks great" now. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Event description:
Additional information received reported further details regarding patient's infection. The infection first presented "about 6 months" prior to (B)(6) 2012 and was at the pump pocket site. At that time the patient reported that she was "taking out the nastiness" with a needle by herself, referring to the fluid in the pocket site. The patient cared for herself, as her insurance lapsed. The infection/condition continued until the patient had to be admitted to the hospital, and was inpatient for 5 days. The patient was put on antibiotics and coumadin, and the hospital staff recommended removal of the pump, which the pump management healthcare provider (hcp) "refused." The patient felt that the infection seemed to have "cleared up on its own" at some point in the 2 to 3 months up to august. It was noted that following the first infection symptoms, the hcp checked the pump and did not find any problem with it. It was later reported that the patient felt that the infection had just returned as of (B)(4) 2012. The patient was experiencing acute pain, swelling, and weight gain; 1/2 cup of fluid was removed from the pump site by the hcp on (B)(6) 2012, which the hcp sent to the lab for testing; results were not reported. Patient noted that "her children jump on her in the pool and one child had kicked the area close to the implant site." The patient noted that the device was "solidly in place" and was not moving within the pocket, and that it was solidly in place. The patient outcome had not been reported. The medication in the pump was morphine and an additional drug which was "unknown" by reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n311614007, implanted: (B)(6) 2012, explanted on: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a magnetic resonance imaging scan done when she was in the hospital for infection. It was also noted that patient ¿could not get out of the bed in the morning some days.¿

Manufacturer narrative:
(B)(4).